Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead was intermittently oversensing r-waves and intermittently undersensing p-waves which was producing a high volume of questionable episodes which was making it impossible to determine is the patient was in fact having atrial fibrillation (af) or ventricular tachycardia (vt). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.